Event description:
Radiation therapists reported that the jaw positions on the clinac changed unexpectedly from the prescribed treatment immediately prior to taking a portal vision (pv) image acquisition, without creating an interlock. After acquiring two pv images during the clinical treatment of a patient, the jaws were found to be in the fully closed position whilst both images were acquired. The varian field service engineer was able to reproduce the problem, and found that core no 33 of cable w14a was broken in the gantry windup, causing intermittent loss of the -11v pro reference voltage going to all four jaws. No interlocks or event logs occurred. No report of injury was received.

Manufacturer narrative:
Immediate correction: varian service repaired the w14a cable and ordered a new cable. The customer has implemented a check for every plan greater than 31x23cm with the gantry at the target angle. This issue was previously reported in MDR 2916710-2011-00142. A product notification letter has been sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected. (B)(4).